Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results for one patient from coaguchek xs serial number uq0116757. The result from the meter at 2:22 pm was 5.6 inr and at 3:23 pm the result was 3.9 inr. Different fingers were used for the testing. At 2:25, the result from a laboratory using the stago satellite was 2.8 inr. The nurse believed the laboratory result was accurate. The patient did not receive any treatment and coumadin dose was not changed. The patient was not adversely affected and was stable. The patient has antiphospholipid syndrome. Product labeling documents this interference. The patient had no hematocrit issues, no heparin, no direct thrombin inhibitor, no new medications, no changes in diet, no additional illnesses, and no bleeding or bruising. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 286323) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 54%, donor 2 hct: 50%. Testing results: donor 1: retention meter with masterlot strips: 2.7 inr, customer meter with customer strips: 2.6 inr. Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Customer has antiphospholipid antibody syndrome and a history of this condition is known to effect the accuracy of the meter's test results. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.